Event description:
It was reported that a patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardiac monitor (icm) had oversensing resulting in inappropriate af episodes. The physician suspects oversensing due to low quality product. The icm remains implanted, no programming changes was done. The patient was stable throughout.